Event description:
Reportedly, the instrument was applied to the sigmoid colon but did not staple. The trigger was squeezed and the handle locked back. The tissue was then cut but the anastomosis had to be sewn with the hand. There was no reported harm to the patient.